Event description:
It was reported, that patient presented for a procedure. Prior to procedure, it was noted, that right atrial (ra) lead exhibited loss of capture and loss of sensing. It was also noted, that the lead had dislodged. The lead was explanted and replaced with the new lead. Patient was recovering.